Event description:
According to FDA medwatch report mw5184418, dated, 20/feb/2026, it was reported that the unit has overheating handles. The report was forwarded by the FDA as part of a notification pursuant to 21 cfr 803.22(b)(2). This is a voluntary report from an unknown reporter in the united states. The information regarding the model number, serial, and/or lot numbers of the affected device were not provided.

Manufacturer narrative:
Since "overheating of device" is generally associated with an increased risk of burns, and no further information are available, richard wolf gmbh consider this case to be reportable malfunction. Further investigation is ongoing.